Event description:
It was reported that the wireless internet adapter (wia) was too hot and was removed for safety reasons. A boston scientific company representative opted for the adapter to be returned and replaced. The product is no longer in service. No adverse patient effects were reported.